Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that during the seltinger technique the dilator was ruined in the front part very easily, with the first difficulty in the tissue dilator being damaged and could not be used. A different dilator from another set was used to finish the procedure.

Manufacturer narrative:
(B)(4). The customer returned one dilator for evaluation. The tip of the dilator was examined and found to have been deformed by interaction with the spring-wire guide during use. The dilator body measured 101.6mm in length, which is within specification. A device history record review was performed and no relevant findings were identified. The instructions-for-use (IFU) that are packaged with this product instructs, if required, to enlarge the cutaneous puncture site with the cutting edge of a scalpel positioned away from the spring-wire guide prior to using the dilator. The customer reported issue of the dilator tip becoming damaged in use was confirmed during the complaint investigation. The tip of the dilator was examined and found to have been deformed by interaction with the spring-wire guide during use. A device history record review was performed and no relevant findings were identified. Based on the information provided and the condition of the returned sample the probable cause of this issue is operational context.

Event description:
The customer alleges that during the seltinger technique the dilator was ruined in the front part very easily, with the first difficulty in the tissue dilator being damaged and could not be used. A different dilator from another set was used to finish the procedure.